Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level over 700 mg/dl; cause was not known. Customer was treated with intravenous fluids of saline, insulin and antibiotics to address the elevated bg which resolved the issue with no permanent damage. Reportedly, the customer experienced confusion and disorientation. System check with tandem technical support confirmed the pump was functioning as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the release date, but no response was received.